Manufacturer narrative:
Continued: h6: f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late, lymphadenopathy and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy and capsular contracture, baker grade unknown

Event description:
Patient reported no complaint against the device for left side. Patient later reported left side axillary lymph node with dimensions and diffuse and homogeneous cortical thickening¿, radial folds¿, ¿may represent a cyst¿, the patient reported having an allergan prosthesis from the recall models and will need to have it replaced due to a capsular contracture, baker grade unknown¿ intracapsular collection¿ ¿left side axillary lymph node with dimensions and diffuse and homogeneous cortical thickening¿. And ¿may represent a cyst¿- which is not device related. Patient additionally reported hematoma. The device remains implanted.